Event description:
Mps says that the system froze and the hip cup implant was the wrong inclination and version.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: mps says that the system froze and the hip cup implant was the wrong inclination and version. He said they didn't remember the error that came up and everything was fine in terms of checkpoints, presurg, registration. Work performed: no work performed. Customer found non-robotic issue and has since been resolved. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps says that the system froze and the hip cup implant was the wrong inclination and version.